Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. The imaging window was not returned for analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was unable to cross the lesion due to calcification. When the device was removed from the patient, it was noted that the edge of the catheter was broken because of the heavily calcified lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed the imaging window was detached at the lapjoint section.